Manufacturer narrative:
Unit passed the active current test, sleep current test, self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms and failed battery test noted during testing. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No alarms or alerts noted during testing. Pump was cut to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Confirmed pump alarmed insulin flow blocked alarm on 09/30/2024: 08:37:04.000 basal in pump downloaded history. P-cap was attached and locked into place properly. The following were noted during visual inspection: scratched case, missing display window/cover, stained keypad overlay, pillowing keypad overlay and label damage (serial number label stained and fading). No unexpected insulin flow blocked alarms noted during testing. Unexpected insulin flow blocked alarm was not confirmed. Charge/battery lasts less than expected was not confirmed. Failed battery test was not confirmed. Cosmetic damage was confirmed at the display window cover. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, damage (physical or cosmetic), failed battery test, no delivery/occlusion alarm, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-332a, mmt-1780kl. Troubleshooting was performed. Customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. Customer reported receiving a battery failed alarm. Customer reported a short battery life or a low battery alarm. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-1780kl. The customer will continue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.